Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient was originally implanted with non-medacta products. On (B)(6) 2016 the patient came in with an infection. The surgeon revised with a medacta cup and liner. Additional information received on 19 september 2016 and includes: the pathogen is staph. Coag. Positive. Batch review performed on 03 october 2016. Lot 150132: (B)(4) items manufactured and released on 27 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient presented with signs of infection. The surgeon revised the head (non-medacta product) and the liner (medacta product). The surgery was completed successfully. X-rays and explants are not available.